Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's disclosure hard drives. System was safety tested to factory's specifications.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.